Event description:
It was reported that a during a thoracic procedure, the device would not fire properly. It would not form the staples or would not fire at all. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/24/2009. Eval summary - the analysis results found that the device in good visual condition, and with a reload loaded in the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during rhe mfg process.